Event description:
The facility representative reported a colleague infusion pump with a damaged battery. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. According to the hospital representative, it is unknown if there was any patient involvement; however, there was no patient injury or medical intervention reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, during previous service the batteries were replaced. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.